Manufacturer narrative:
(B)(4). A visual evaluation of the returned device found the side car-rx has residues solidified and torn at the proximal end. Moreover, the side car-rx presented pushback out of specification. The evaluation concluded that during procedure manipulation of the device, and the interaction with the scope or the interacting with other devices most likely contributed to the side car-rx pushback and tear. Due to anatomical /procedural factors encountered during the procedure performance was limited. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during unpacking, the side car-rx (guidewire port) was noted to be torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation result; side car-rx pushback.